Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set tubing came off from the quick release. He changed to another box and it worked fine. No further information available.